Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 400 to 500 mg/dl. Customer treated with pump. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer stated that the site is changed every 4 days and not 2 to 3 days. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to perform the test and further troubleshoot.